Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was sticking. The reporter was unable to unlock the keypad due to the down arrow sticking. Although the pump was locked, basal insulin delivery was not affected when the buttons were locked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other buttons were functional. During investigation, evidence of contamination was found under the up arrow and contrast key contacts.